Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited non-sustained right ventricular over-sensing episodes due to noise. Also, the patient received a vibratory alert for the nsrvo episodes. Revision procedure was discussed. No interventions were made at this time. The patient was not pacing dependent. The patient was stable and will continue to be monitored.